Event description:
The facilities biomedical engineering dept returned the device for service. During service, baxter service technician reported that channel a underdelivered. The hospital representative stated there have been no reports of any pt incident involving this pump since the last baxter service event.